Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 950 mcg/day) via an implanted pump. The patient¿s medical history included cerebral palsy, paralysis, and anxiety. The indication for pump use was intractable spasticity. It was reported that the patient had an infection at the pump pocket site. The pump system was explanted. It was noted that it could not be determined at this time if there were any environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting was performed. The patient status was reported as ¿alive ¿ with injury¿ with the details of the injury and patient recovery being noted as ¿skin over pump site edematous and reddened, per surgeon, visibly infected upon removal, pump surrounded with purulence¿. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp would not have any further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8596sc , serial# (B)(4), implanted: (B)(6) 2017. Product type catheter other relevant device(s) are : product ID: 8596sc, serial# (B)(4). Ubd 2012-11-23, UDI# (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter sc connector coring-tears-cuts in seal. If information is provided in the future, a supplemental report will be issued.